Manufacturer narrative:
The investigation determined that that a higher than expected vitros k+ quality control result was obtained on a vitros 5600 integrated system following calibration of the vitros k+ lot. The assignable cause of the event was user error during reconstitution of the calibrator fluids used to perform the calibration. The calibrator fluids were reconstituted with 5 ml of diluent versus 3 ml as indicated in the instructions for use. After reconstituting alternate vials of calibrator kit 2 with 3 ml of dilute and recalibrating the same reagent lot, acceptable vitros k+ quality control performance was observed. There was no evidence to suggest a malfunction of the vitros 5600 integrated system or vitros k+ reagent lot 4102-0934-3200 contributed to the event.

Event description:
A customer complained that a higher than expected vitros k+ quality control result was obtained on a vitros 5600 integrated system following calibration of the vitros k+ lot. Br l1 vitros k+ result: 4.18 mmol/l vs expected 2.59 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No patient results were reported using the affected vitros k+ reagent lot during the time frame of the event. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).